Event description:
It was reported that a spectrum pump displayed sys error 322. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of specification in relation to the reported sys error which was not reproduced. Sys error 322 was confirmed through review of the event history log. The eval was unable to determine the cause. The upper and lower auxiliaries were known contributors to this symptom and have been replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. The software was upgraded per the approved remedial action activities.